Manufacturer narrative:
The lead was returned for unable to implant. No anomalies were noted in the lead body. Electrical tests passed, exhibiting normal characteristics. Helix mechanism test indicated the inability to extend the helix due to the inner coil over torque and helix was clogged with blood. After cleaning and applied torque directly to inner coil, the helix could be extended/retracted within 5 turns. Full helix extension was measured at 1.9mm and meets specifications.

Event description:
Related manufacturer report number: 2017865-2023-19300. It was reported that on (B)(6) 2012 during an implant procedure there was a cardiac perforation resulting in cardiac tamponade and prolonged respiratory arrest. Sternotomy, suture, and hemodynamic recovery were performed. The physician reported that both the atrial and right ventricular (rv) lead rough external body and shredded internally. The patient died after four days.